Event description:
The patient self reported to the FDA on report # mw5162379 and alleged they have scar tissue post treatment with the co2 system which we have been unable to confirm with our customer, nuvell clinics llc, therefore we are submitting this report in good faith.